Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The reported low event was found occurring following a "usual" sized dinner meal bolus and cartridge change operation. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal resulting in an excess of insulin relative to their need, and/or remaining connected to the device during the supply change resulting in unintentional insulin delivery.

Event description:
On 6/3/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/2/24. The event began between 7:30 pm and 12:00 am on 6/2/24. The user meal announced for a 'usual' dinner, ate, then took a nap before their night shift. At 11:30 pm, their wife found them unconscious, sweating, and with eyes rolled back. She administered a nasal spray and called ems. Their bg was 18 mg/dl when ems arrived. The user was combative, received IV glucose, and eventually ate a pb&j sandwich. Their bg rose to 119 mg/dl, and ems left without hospitalizing them.